Manufacturer narrative:
This MDR was previously submitted under manufacturer report number 9710602-2025-03876. The submission identified the incorrect manufacturer. This initial MDR is being submitted to correct the manufacturing site and subsequently, the correct manufacturer report number. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The carrier com express board was replaced to resolve the issue. Block a: no report of patient involvement. D4 primary UDI number: this device was not manufactured for sale in the USA and therefore a USA UDI is not available. Legal manufacturer: hcs madison: 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in failure of unit to power up. There was no patient involvement.